Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
Customer returned the device for alleged device error 43 and unable to rewind found on (B)(6), 2022. The device was received with a critical device error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and the self test due to critical device error (open book image) alarm. Successfully utilized crest and thus to download history files, traces, and comlink3 files. A review of the downloaded history files reveals on (B)(6) 2022 at 10:01 a device error 40 (linenumber 454 filenumber 121) alarm was triggered which caused the critical device error (open book image) alarm due to a software error. Further review of the history files show on (B)(6) 2022 there were eight (8) device error 43 alarms (between 14:26 and 15:43) and six (6) device error 130 mfda alarms (2x 12:44 and 4x 12:45), four (4) device error 63 (linenumber = 399 filenumber = 32143) alarms (2x 14:39 and 2x 21:42), and two (2) device error 3 alarms (14:39 and 21:42) that occurred. The device error 63 was recorded in the motor code since the gpio pin was not set correctly. The device error 3 is a consequence of the device error 63. Device error 40 was generated since the motor safety test failed. The device error 40 is the fatal error and was the reason for the critical device error (open book image) alarm. The cause for the device error 40 was the software. The device was cut open to perform visual inspection. Heavy corrosion and moisture damage was found on the electronic assembly (electrical board ), motor flex tail, keypad flex tail, force sensor flex cable, motor, and force sensor. Device error 63, device error 3, device error 43, and device error 130 alarms are confirmed due to moisture damage. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Critical device error (open book image) alarm and device error 40 alarm are confirmed due to a software error. Device error 63, device error 3, device error 43, and device error 130 alarms are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged pump error 43 and unable to rewind found on 8/25/2022. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and the self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces, and comlink3 files. A review of the downloaded history files reveals on 8/26/2022 at 10:01 a pump error 40 (linenumber 454 filenumber 121) alarm was triggered which caused the critical pump error (open book image) alarm due to a software error. Further review of the history files show on 8/25/2022 there were eight (8) pump error 43 alarms (between 14:26 and 15:43) and six (6) pump error 130 mfda alarms (2x 12:44 and 4x 12:45), four (4) pump error 63 (linenumber = 399 filenumber = 32143)(variable 9) alarms (2x 14:39 and 2x 21:42), and (variable 2) on aug 24, 2022 at 00:01. And two (2) pump error 3 alarms (14:39 and 21:42) that occurred. The pump error 63 was recorded in the motor code since the gpio pin was not set correctly. The pump error 3 is a consequence of the pump error 63. Pump error 40 was generated since the motor safety test failed. The pump error 40 is the fatal error and was the reason for the critical pump error (open book image) alarm. The cause for the pump error 40 was the software. The pump was cut open to perform visual inspection. Heavy corrosion and moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor flex tail, keypad flex tail, force sensor flex cable, motor, and force sensor. Pump error 63, pump error 3, pump error 43, and pump error 130 alarms are confirmed due to moisture damage. The force sensor zero offset is within specification (23.1 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. Critical pump error (open book image) alarm and pump error 40 alarm are confirmed due to a software error. Pump error 63, pump error 3, pump error 43, and pump error 130 alarms are confirmed due to moisture damage. Additional information has been received which was not included with the initial report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.